Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the universal awl.

Event description:
It was reported that during a chesapeake lumber case, the universal awl 'skived' off the endplate and did not create the necessary pilot hole for the screw. This resulted in the cages at s1 and l4 having only 2 screws inserted instead of 3. Additionally, during screw insertion, the angled tapered driver came off of the screw. It was also observed that the laser markings had worn off of the expandable drill guide. This report will capture the universal awl.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog, no adverse trends were observed. It was confirmed that the awl successfully created pilot holes for four other screw holes without trouble. It is likely that the awl skived off due to user error (drill guide not used/ excess force applied/ mishandling, etc) during the surgery.